Event description:
The pt called lifescan and alleged that their meter was reading inaccurately erratic. A pt reported blood glucose results of "135 mg/dl, 398 mg/dl, and 236 mg/dl" with a lifescan meter, performed within 10 minutes of each other. There is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.